Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to dislocation and infection. Implants were removed and antibiotic balls were placed. Stage 2 revision planned after infection clears up.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. In a review of the labeling it is a known complication that there may be superficial or deep infections. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. There are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the revision for should device dislocation and infection are the patients underlying conditions. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a4, a5, a6, d6. Corrected data: no device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a revision surgery due to dislocation and infection. The shoulder was dislocating anteriorly, the intention was to replace the liner and do a wash out. However, upon opening the patient it was apparent that the infection was far more significant than first anticipated, it was decided to remove the whole fracture reverse shoulder and put in the antibiotic balls. It was reported that the patient will be scheduled for stage 2 of the revision after the infection is cleared, there is no information if this has occurred. The patient is reported as medically well. The hospital would not release the implants and they were disposed of. There is no complaint or allegation of device malfunction. Information was requested, and no additional information was provided. This is one of ten products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00632, 1038671-2017-00633, 1038671-2017-00634, 1038671-2017-00635, 1038671-2017-00637, 1038671-2017-00638, 1038671-2017-00639, 1038671-2017-00640 and 1038671-2017-00641.